Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted into the patient and upon initiation of therapy, an autofill failure alarm was generated. The iab was replaced and therapy was able to be provided. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm, auto fill failure event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted into the patient and upon initiation of therapy, an autofill failure alarm was generated. The iab was replaced and therapy was able to be provided. There was no reported injury to the patient.